Event description:
On 09/17/2007, the customer reported an issue with how calcium for a particular order was calculating within the abacus tpn calculating software. The customer believes that the value is under delivering calcium by 10 fold within the tpn bag. Customer is unaware of any patient injury or fatalities from this 10 fold under delivery.

Manufacturer narrative:
Upon investigation into this issue, a review of the installation database recurred from the abacus tpn calculating software installation indicated that the calcium setting was incorrectly entered as 100mg/milliliter instead of 0.465meq/milliliter. At the time of install, the customer is required to sign-off on their understanding of the ingredient settings, and that they have reviewed the settings for accuracy and completeness. It was determined that abacus functioned as designed using the settings that were assigned. A review of the product hazard analysis (pha) and customer complaint data for abacus was conducted, and it was determined that this issue not occurring with greater frequency or severity than is expected for the device, as documented in the pha.